Event description:
When the balloon was being filled with saline, the pink plastic piece around the tube that the saline goes into (the piece that has the size of the catheter printed on it) came loose and some saline came out. I tried to withdraw the fluid to check how much saline was in the balloon. The saline would not withdraw.